Event description:
It was reported that a female patient who underwent an unspecified breast surgery with unknown mentor silicone breast implant has experienced left-sided rupture postoperatively. The patient reported, her breast is very firm, and sticking and then patient had surgery and the health care professional discovered the implant to be ruptured. At the time of this report, mentor has received no information regarding the explantation date.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).